Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. On the previously submitted report, section d1 had incorrect data. Section d1 and section d4 were updated/corrected in this report. The manufacturer received information stating that the device was scrapped and will not be returning to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.